Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on july 04, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an infection and cholesteatoma at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.